Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent esc button due to moisture damage on keypad trace. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive esc button, which prevented the customer from accessing the status screen. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.